Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during drain. Per the initial report, the home patient (hp) had a system error 2240 (air in the set). The hp had disconnected during dwell did not get back to the hc before the drain started he saw the system error 2240 and went ahead and reconnected thinking the alarm would go away. The customer contacted global product surveillance (ps) on (B)(6) 2011 regarding the reported problem. The hp did not notice any defects with the original cassette. The hp stated that the alarm was his fault he disconnected and did not get back to therapy in time. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The home patient (hp) had disconnected during dwell did not get back to the hc before the drain started he saw the system error 2240 and went ahead and reconnected thinking the alarm would go away. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was use error.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is known at this time; therefore, a batch review will be conducted. If additional information becomes available, then a follow up MDR will be submitted.